Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for right ventricular (rv) pace impedance greater than 3,000 ohms. The patient had been recently evaluated in clinic and impedance was between 800 and 1,000 ohms. No signal noise was evident. Maneuvers were also performed with no drastic change in the values. The ICD and rv lead (non-boston scientific product) remain implanted and in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for right ventricular (rv) pace impedance greater than 3,000 ohms. The patient had been recently evaluated in clinic and impedance was between 800 and 1,000 ohms. No signal noise was evident. Maneuvers were also performed with no drastic change in the values. The ICD and rv lead (non-boston scientific product) remain implanted and in service and no adverse patient effects were reported.